Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns expanded evaluation, the evaluation is identified as the rollator's seat pivot bracket weld was broken.

Event description:
Per territory business manager broken weld at seat. Snapped off of frame. Nursing home staff found end user walking with his broken walker. Client may be confused and could not explain how it happened.